Manufacturer narrative:
H10: previously reported g3 should have been apr 26, 2021.

Manufacturer narrative:
No complaint was received with the return of the device. However an anomalous sharp increase in current was noted in the fuel gauge. The high current caused a sharp decrease in battery voltage which triggered the bpa alert. Interrogation of the device revealed the device was at end of service when received. Longevity calculation was performed and the battery depletion is consistent with the high current. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the high current could not be determined.

Event description:
This report is to advise of an event observed during analysis.